Manufacturer narrative:
A ge svc rep representative performed an onsite investigation. The cine drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a 'cine drive not available' error message at start up. This error message rendered the cine function unusable, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.